Event description:
Caller reported pt's infusion set tubing separated at the luer lock. Caller indicated that pt's blood glucose had been elevated (300's mg/dl). Caller indicated pt changed the tubing and admin a bolus to correction the blood glucose level. Caller indicated that med assistance was not necessary to address this issue. Caller discarded defective product, no product will be returned.